Event description:
Baxter received a report from a baxter technician stating the bed alarm was not alerting. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.